Manufacturer narrative:
(B)(4). Batch # p93c5h. Investigation summary: the device was received with no apparent damaged. In addition, an extra nose cone was received inside a plastic bag, however this does not belongs to the handpiece received. The handpiece was assembled and disassembled to a test instrument without any difficulty. Then the handpiece was connected to a gen11 and was found to be fully functional and conforming. The handpiece was disassembled to inspect the internal components and no anomalies were found related to the reported issues. However, what was found was that he moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal. This may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lap gastric bypass procedure, the handpiece didn¿t fit into to the disposable device. When they got it in, it wasn¿t possible to get the handpiece out of the device. The handpiece even broke due to the force of getting it out. Patient consequence was not reported.